Event description:
It was reported that bd luer-lok¿ syringe was damaged and leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: reported problem in two batches of 60 ml syringes, manufacturer bd. They have the plunger damaged, causing leaks. I need to notify urgently, because it is material used in the preparation of chemotherapy drugs. Leak happens between the plunger and the wall of the syringe.

Manufacturer narrative:
Sixteen (16) samples were received from the customer for investigation in unopened blister packs. Four (4) of the samples were selected at random and were leak tested by a quality control representative. None of the four samples leaked when tested. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. A corrective action preventive action, (B)(4) has been initiated to address this issue. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued.

Manufacturer narrative:
Date of event: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8240871; medical device expiration date: 2023-08-31; device manufacture date: 2018-08-28; medical device lot #: 8130616; medical device expiration date: 2023-04-30; device manufacture date: 2018-05-10. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe was damaged and leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: reported problem in two batches of 60 ml syringes, manufacturer bd. They have the plunger damaged, causing leaks. I need to notify urgently, because it is material used in the preparation of chemotherapy drugs. Leak happens between the plunger and the wall of the syringe.